Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "a comparison of a short versus a conventional femoral cementless stem in total hip arthroplasty in patients 70 years and older" written by huachen yu, haixiao liu, man jia, yuezheng hu and yu zhang published by yu et al. Journal of orthopaedic surgery and research (2016) 11:33 doi 10.1186/s13018-016-0367-0 in 2016 was reviewed for MDR reportability. The article reports on 50 patients who received 55 thas in which all received depuy pinnacle cups and then split into two groups of short-stem group(55) receiving tri-locked stem and conventional group(53) received corail stems. The article reports that there were 5 intra-operative fractures in the conventional stem group and were treated with cerclage wiring and healed without further complication and provides patient identifiers of one case via radiographic imaging captured individually on a linked complaint. Other adverse events noted is 3 cases of superficial wound infection treated successfully without superficial irrigation and debridement. Also noted are 6 hips with conventional stem had thigh pain at the final follow up but no further details regarding cause or treatment of thigh pain. This complaint captures the 4 unidentified occurrences of intra-operative fractures.